Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting over-sensing noise. No changes or intervention was reported. The patient was in stable condition.